Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Embolic protection: invatec - (B)(4) ultra-proximal cerebral protection device 9f. There was no reported product deficiency. The reported patient effects of hemorrhage and neurological event are known observed and potential adverse events as listed in the xact instructions for use. Although a conclusive cause for the reported adverse patient effects and relationship to the device, if any, could not be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that one day post xact stent implantation in the left internal carotid artery (lica), the patient developed right facial droop, right sided weakness and slurring of words. Per CT scan, there was a hemorrhage in the left basal ganglia. The event was diagnosed as hyperperfusion syndrome. The patient continues to improve. There was no additional information provided.